Manufacturer narrative:
(B)(4). The bag is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). Upon further review of the complaint information, it was determined that the product involved in this incident is a drug product. There was no device malfunction.

Event description:
The facility reported to baxter that unspecified bags appear as if the injector valves are pointing upwards, and even when straightened tends to go back into an upwards position. There was no patient involvement. There was no patient injury or medical intervention reported. No sample is reported to be available at this time. No additional information is available.